Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was unable to be programmed. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The device was received in normal range of operation. Analysis performed, including sensitivity test, did not find any anomalies, and battery voltage was still in the range of normal operation. The device sensor could be programmed on and off without any difficulties and device was behaving accordingly as it was programed. After extensive testing, the anomaly seen in the field could not be reproduced. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The customer complaint of not able to program device sensor was not confirmed.